Manufacturer narrative:
(B)(4). Evaluation summary: there is damage to the distal tip of the device. The stent is positioned on the balloon between the inner shaft markers as per specification requirement. The stent is deformed with raised struts from the 4th-11th distal stent segments. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was attempted to use an endeavor resolute rx drug eluting stent to treat a severely calcified and moderately tortuous lad lesion exhibiting 90% stenosis. No damage was noted to the device packaging and no issues noted removing the device from the hoop. The device was inspected with no issues noted. The lesion was not pre-dilated. It was reported that during the attempt to deliver the stent the device could not pass through the lesion. It was reported that resistance was encountered during delivery and excessive force used. The device was pulled back and the stent was replaced with a new endeavor resolute of the same size. The case was completed following post-dilatation. No patient injury reported. Analysis of returned device confirmed stent deformation. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Please note that this device, endeavor resolute is not marketed in the united states; however, it is similar to the united states marketed product resolute integrity. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.